Event description:
It was reported that the patient was traveling with 4 batteries, the batteries were depleted, and the patient did not have backup batteries available. The pump stopped after the backup battery (ebb) depleted. The patient was transferred to the clinic for a pump exchange. The patient was initiated on an intra-aortic balloon pump (iabp) and veno-arterial (va) extracorporeal membrane oxygenation (ECMO). The pump exchange was performed on (B)(6) 2024. The sewing ring was not exchanged, and a graft-to-graft anastomosis was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The reported pump stop due to battery depletion which the account attributed to user error could not be confirmed through review of the extracted left ventricular assist device (lvad) log files alone, and no controller event log files were submitted for review. (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. Approximately 2.0¿ of the middle portion of the pump cable was also returned. The remaining distal portion of the pump cable and the modular cable were not returned with the device. Approximately 4.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The cuff lock was unremarkable, and the apical cuff was not returned. Examination of the textured, blood-contacting surface of the inflow extension lumen revealed no evidence of developed or adhered thrombus formations that would have contributed to a functional issue during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended at the stored patient speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.